Manufacturer narrative:
. . Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for lot#6134066 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot#6134066 is not applicable for review since the issue is customer related. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 11.5 mm (70-1154-imp0006) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Returned implant was stuck in drill piece. Root cause: the root cause was inconclusive and cannot be explicitly determined. The probable cause for the fracture could be contributed by user/patient factors. Per reported information, patient has a history of smoking. IFU-570 rev 4 (hahn tapered implant system IFU). For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. · prior to surgery, ensure that the needed components, instruments, and ancillary materials are complete, functional and available in the correct quantities. This complaint is related to CAPA 24-005 for lost/backlogged products. The device was found and received for analysis. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant fractured during implant placement on tooth number 28. It was reported that the internal hex stripped upon placement into dense bone. It was reported that the implant was removed and replaced with the same implant but 2mm shorter, during the same surgical procedure. No observable clinical symptoms or permanent injury were reported by the healthcare provider. It was reported that at the time of the surgical procedure the patient's bone quality was type I with an excellent oral hygiene status.

Manufacturer narrative:
Corrected: g3 (in the previous submission, the g3 was left inadvertently blank; it should be 1/17/2025). Additional information: g1, h6. CAPA: ca-00016. Manufacturer internal reference number: (B)(4).